Manufacturer narrative:
Hamilton medical reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
It was reported to hamilton medical ag that: ¿device was connected to a patient and switch off suddenly without any alarm before.¿ a patient was involved. However, no intervention necessarily, no health or consequences to the patient was reported.